Event description:
It was reported that a kink, perforation, pericardial effusion, and cardiac tamponade occurred. A left atrial appendage (laa) closure procedure was being performed. The patient was not on warfarin or antiplatelet medication. A double curve watchman truseal access system (was) was advanced into the laa with the pigtail catheter. It was noted there was tortuous access, so a larger 16f sheath was going to be used to provide better support. While the 16f sheath was being prepared, the was and pigtail were inserted into the laa and a perforation was noted. It was also noted that the was kinked halfway down the sheath. The patient experienced a pericardial effusion as a result of the perforation, which progressed to cardiac tamponade. A pericardial tap was attempted, but was unsuccessful, and the procedure was aborted. Cardiac surgery was then performed to treat this event, and the laa was clipped. The patient was discharged home eleven days post procedure and was moved to a rehabilitation facility.